Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, a hemorrhage at the access site was o bserved. The following day, congestive heart failure (chf) was noted. Additional information was received to report vascular access for the delivery catheter system via right transfemoral approach was the same side as the vascular injury. Details of the vascular injury were not provided; however, it was noted hemostasis was achieved surgically. Additional information was previously reported, but not captured in the initial narrative: the chf that presented on the first post-operative day required hospitalization. Treatment is unknown and the discharge date was not provided.